Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set experienced no flow when using the device with a non-baxter primary set to infuse micafungin, cresemba, and tacralimus. The reporter stated that no flows were observed when drip rates for secondary bags were set for a certain amount of time, and solution was observed within the solution bag after the time frame. The rate of flow was under or near 200ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.